Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that infusion set's tubing detached at the quick release. The patient noticed insulin coming out of the tubing about 24 hours after changing the set and this issue occurred with five sets. No further information available.